Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. No further investigation will be conducted on this complaint due to external cause. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 350cc mentor memorygel, breast implant and was presented with right side rupture, and bilateral capsular contracture; baker grade IV. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3506004bc; serial number (B)(4) on the right side, and with catalog number 3506004bc; serial number (B)(4) on the left side. This report is for the patient¿s left-sided device.